Event description:
It was reported that the device had only been implanted for a year but the battery could not be interrogated and the patient programmer ¿could not be used with it as well¿. The manufacturer¿s representative just wanted to ¿double check¿ if it had flipped or not and had ¿already arranged¿ with the physician to do a replacement ¿if need be¿. Analysis of the x-ray images indicated that they seemed to ¿contradict each other¿ and it was unknown what the view was (anterior-posterior versus posterior-anterior). The ¿possible¿ flip could not be confirmed but it was suspected that the device was flipped ¿if the assumption was made that the implantable neurostimulator (ins) was implanted in the right abdomen, which was most likely in this case¿. It was later reported that a flip was suspected based on the x-ray review. Four days later, it was reported that the battery was at end-of-service (eos) "anyway", so it was decided to have it replaced. Surgery had been scheduled.

Manufacturer narrative:
(B)(4).